Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the device would not be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (3,000 mcg/ml, 1,401.5 mcg/ml) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2018, during a pump refill, pump motor stalls and recoveries were noted at interrogation. The first motor stall occurred on (B)(6) 2018 at 8:14am and recovered on (B)(6) 2018 at 12:57pm. Another stall occurred on (B)(6) 2018 at 10:49am with a recovery occurring on (B)(6) 2018 at 1:48am. Another motor stall occurred on (B)(6) 2018 at 4:20am with a recovery occurring on (B)(6) 2018 at 7:05am. Another motor stall occurred on (B)(6) 2018 at 8:11pm with a stopped pump duration exceeded 48 hours message occurring on (B)(6) 2018 at 8:11pm. The pump was refilled and updated. After the pump was updated, the motor stall remained. There were no known external factors that may have led or contributed to the issue. Surgical intervention was scheduled for (B)(6) 2018. The issue was not resolved at the time of this report. There were no reported symptoms. The patient's status was alive - no injury.